Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 22 may 2024 a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. A xtw (lot: 40307a2017) was chosen for implantation. During deployment, upon removal of the lock line, the clip relaxed open from less than 5 degrees to approximately 10 degrees. The clip was deployed and stable. No additional clips implanted. The procedure ended with mr reduced to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.